Event description:
It was reported that the left ventricular (lv) lead had dislodged and was causing diaphragmatic stimulation. The lead was found to have loss of capture and pulled back into the atrium. The lead was removed and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4196-78 lead implanted: 2010-(B)(6); dtba1q1 ICD implanted: 2015-(B)(6). (B)(4).